Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device had an issue of low audio volume. The cause was identified to be the rear case which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an issue of low audio volume. No additional information is available.